Event description:
Event involved a porta cath central line, lot number 20770 MFR: horizon medical products. We had a female pt. She had leukemia and was finishing a regimen of chemotherapy. She had the line inserted in 2006 here at our hosp. In 2008, she had the line surgically removed. It was then observed that during the surgery that the catheter begin to "split up" as it was being removed. A radiology md came in to help and was able to get most of the pieces out that were remaining, but not all. I can give you the operative report if you need it. The decision, after consultation with cardio surgery, it was decided that heart surgery was riskier than allowing the pieces to remain. The medical intervention was to start the child on anticoagulation - coumadin - for about 6 months. So she will go home and have to be monitored on blood thinners. Dates of use: 2008.